Event description:
It was reported that during an acl surgery the tightrope ii with ib shortening strand snapping when pulling the graft into the tunnel. The surgeon had lengthened the device when doing the graft prep. The surgeon was unable to pull the graft into the knee and had to take out the device . There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-1588btb-ib. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a device use error, which involves excessive force being used when tensioning the sutures.